Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer related report number: 1627487-2021-14900. It was reported the patient is not receiving effective therapy due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2021 to have both their leads replaced. Patient now has effective therapy.